Event description:
It was reported that they were treating a patient in an arctic sun device, and it keeps stopping treatment and they are not sure why. Directed nurse to the event log. Alarms 14 (patient temperature 1 probe out of range), 15 (unable to obtain a stable patient temperature), 50 (patient temperature was erratic) and 114 (treatment stopped) were in the event log. Rectal probe connected to temperature port 1. Patient also has esophageal and foley probes in place. Suggested stopping therapy and connecting one of the other probes to temperature port 1. Resume therapy. If the alarm returns, replace the temperature in cable. If the alarm did not return, replace the rectal probe. High priority alarms stop therapy. If therapy was stopped for 10 minutes alarm 114 sounds. Per follow up information received via task on 02apr2026, transferred to the cardiothoracic ICU.

Manufacturer narrative:
Initial reporter complete facility name: (B)(6) medical center - (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.